Event description:
It was reported that the footboards are breaking in half at the handle with sharp edges and the potential for fluid ingress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - footboard.